Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level; cause was unknown. Customer was treated with insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, the customer is a brittle diabetic and experiences insulin resistance. Recommendation was made to consult with a healthcare provider regarding diabetes management. No additional information was provided. System check could not be performed as the issue occurred in the past.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.